Manufacturer narrative:
(B)(4). A visual and tactile examination of the returned device revealed multiple kinks on the distal radiopaque shaft; however, when a functional evaluation was performed by inflating the balloon to its rated burst pressure of 8.5atm (atmospheres), it was noted without any issues. There is also not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label, as this device is only meant to be used with forward-viewing endoscopes.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon did not inflate. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.  Investigation results revealed there were multiple kinks on the distal radiopaque shaft, therefore this is now an MDR reportable event.